Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 297 mg/dl and 134 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Patient was revised to address a tibial tray that was malpositioned (in varus) at the time of primary surgery, preventing the patient from getting full extension.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).